Manufacturer narrative:
The reported event of magnet response anomaly could not be confirmed. Placing a magnet on the device inhibited high voltage therapies normally during testing in the laboratory. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
The patient presented into clinic with a ventricular tachycardia (vt) storm and a magnet was attempted to be used to terminate the vt, but the device did not respond to the magnet. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.